Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles may be present in the cartridge as the customer believed that the insulin was not working at ¿full strength¿. Reportedly, the customer was unsure of how to check for air bubbles. The customer's blood glucose level was 212 mg/dl. Tandem technical support educated the customer on priming out the air bubbles. Reportedly, the customer declined any further assistance from tandem technical support regarding this issue.